Manufacturer narrative:
(B)(4).the customer reported they replaced the graphical user interface (gui) printed circuit board (pcb). The service engineer (se) then update the software to the current level. The ventilator then passed all testing.

Event description:
It was reported that a ventilator display reset. There was no report of patient harm as a result of the event.